Manufacturer narrative:
The device was received fully deployed. The download data showed no timeouts, drive stalls or alarms that would indicate a failure of the device to deliver insulin. The distal tip of the soft cannula was observed to be damaged. The length of the soft cannula was measured out of specifications. Because the cannula was damaged, fluid was not able to exit the entire fluid path as intended. It can not be determined when the damage occurred or if it contributed to the reported event. During inspection of the fluid path, debris was found in the reservoir. It cannot be determined if this debris contributed to the reported event. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached around 400 mg/dl while wearing the pod between 4 and 24 hours on the hip/buttocks. As treatment, a new pod was applied.